Manufacturer narrative:
Findings: unit passed the functional test, including the self test,sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test reservoir volume matches the units left on the pump status screen. Unit communicated properly with the glucose sensor simulator and the guardian link transmitter. The 100 mg/dl test value was properly displayed on the pump screen. No lost sensor alarm, change sensor alarm or calibration anomaly noted. Pump was returned for pump error. History file analysis confirmed pump error due to software error. Unit had a scratched case and a pillowing keypad overlay.

Event description:
A customer reported via phone call indicating that they were hospitalized on with a blood glucose level of 800 mg/dl. The customer felt symptoms of dry mouth and had to have gastric bypass surgery. The customer did not mention any form of treatment for their blood glucose levels. The customer mentioned that they had a failed battery test form their insulin pump. The customer did not mention date time and date for the hospitalization.